Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, during valve deployment of a 29mm sapien 3 valve the balloon inflated approximately 50% due to leakage noted at the strain relief of the commander delivery system resulting in valve embolization towards the ascending aorta. As reported, the balloon valvuloplasty (bav) was performed without issues. The delivery system was inserted and valve alignment was performed without any problems. During deployment, the balloon inflated approximately 50%. Liquid was noted coming out at the strain relief next to the y-connector. The rapid pacing was lowered to 140bpm in order to exchange the delivery system for a 25mm bav; however the valve embolized towards the ascending aorta. The half deployed valve was pulled back with the 25mm balloon (only partially deployed), into the descending aorta but not fully deployed. A new e-sheath, commander and valve was used. It was not possible to cross the partially deployed valve in the descending aorta and the commander with valve and sheath were removed again. Another e-sheath was inserted through the partial deployed valve; the valve was successfully implanted with good result. The first valve was secured and implanted below the renal arteries (the doctor did not want to go higher because of the mesenteric artery); however, the valve occluded the right renal artery. Two stents were deployed in the renal artery which resolved the event. There were no vascular complications.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During visual inspection, leakage under the balloon shaft strain relief at the y-connector and a separation of the balloon shaft distal to the y-connector was observed. No other abnormalities were observed. The delivery system dimensional and all balloon shaft measurements were found to be within specification. Functional testing revealed a leak during balloon inflation as fluid was observed to leak from underneath the balloon shaft strain relief. Upon removal of the strain relief, a break in the balloon shaft was found. The complaint for delivery system leakage was confirmed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a corrective action investigation has been opened to continue investigation and implement any needed corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.